Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic after receiving vibratory notifications. Patient was asked to perform manual transmission via merlin.net transmission however no patient notification alerts were observed. Patient was brought into clinic and upon interrogation in clinic no alerts and no patient notifications were delivered. Device check was normal. Patient will continue to be monitored normally. No further information available.